Event description:
Patient states that the part in the middle that locks in the syringe has gallen down but not all the way, so it is stuck in a middle position where pt is unable to turn and lock a syringe in place. Pts/ w nurse (B)(6) about this, who advised her she would arrange for a specialist to come to her house to help and fix this. Pt is currently waiting for (B)(6) to call back with specialist's phone number, so pt can arrange a time for this. Followed up with patient and nursing has not sent someone to assist with pump yet, so sending her a new one. Undetermined if pump is actually defective and was awaiting to see if pump could be fixed by nursing. No adverse events reported from missed doses while waiting for nursing. Reported to (B)(6) by pt/caregiver.